Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown constructs: pfna: pfna blade/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lang, n.w. Et al (2019), migration of the lag screw after intramedullary treatment of ao/ota 31.a2.1-3 pertrochanteric fractures does not result in higher incidence of cut-outs, regardless of which implant was used: a comparison of gamma nail with and without u-blade (rc) lag screw and proximal femur nail antirotation (pfna), journal of clininical medicine, vol. 8 (5), 615, pages 1-11 (austria). The aim of this study is to assess (1) the cut-out rate, (2) migration of the lag screw/ blade, and (3) implant failure in geriatric patients with unstable ao/ota 31.a2.1-3 fractures treated with pfna®, gamma3® or gamma3® with u-blade (rc) lag screw. A total of 237 patients (45 male and 192 female) with an average age of 81.9 ± 10.5 years were included in the study. Of these, only 86 patients (15 male and 71 female) with a mean age of 80.7±11.7 years were treated with a standard 200 x 11 mm pfna® with a blade in appropriate length, while others were implanted with competitor's device. Minimum follow up was six months, when general fracture healing was obtained; the mean follow-up was 10.8 ± 4.1 months. The following complications were reported as follows: 3 patients had lateralization of the blade. 1 patient in the proximal femur nail antirotation (pfna) group had cut-out happened six weeks post-operatively. The revision surgery involved the removal of the pfna and implantation of a gamma nail. 1 patient revised with pfna nail had a second cut-out diagnosed 2 years later, the patient had to undergo a hemiarthroplasty. 2 patients had a superficial infection. 4 patients in the pfna group had complications requiring surgery. This report is for an unknown synthes pfna construct and unknown synthes pfna blade. This report is for one (1) unk - nail head elements: pfna blade. This report is 3 of 3 for (B)(4).